Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient' was experiencing ineffective stimulation. It was also reported the patient's lead had migrated. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the patient's scs system was explanted and replaced. It was noted the patient's ipg was electively replaced. The patient reported effective stimulation coverage post-operative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.